Event description:
It was reported that nurse stated they had several alarms on their arctic sun device today. The device said that temperature had not changed and stopped therapy. Nurse stated they would check this. Nurse went to the event log and codes were alert 51 (patient temperature 1 below control range), alert 117 (patient temperature 1 change not detected medium priority alarm), alert 116 (patient temperature 1 change not detected low priority alarm) and alarm 14 (patient temperature 1 probe out of range) all in the past couple hours. Nurse informed they should make sure the temperature probe was working properly with a correct temperature on the screen and it was plugged in to the back of the machine. If the error continued, they might want to replace the temperature cable.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be due to "sensor wire too weak, thermistor wire too weak". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review that cannot be completed due to no lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The device was not returned.

Event description:
It was reported that nurse stated they had several alarms on their arctic sun device today. The device said that temperature had not changed and stopped therapy. Nurse stated they would check this. Nurse went to the event log and codes were alert 51 (patient temperature 1 below control range), alert 117 (patient temperature 1 change not detected medium priority alarm), alert 116 (patient temperature 1 change not detected low priority alarm) and alarm 14 (patient temperature 1 probe out of range) all in the past couple hours. Nurse informed they should make sure the temperature probe was working properly with a correct temperature on the screen and it was plugged in to the back of the machine. If the error continued, they might want to replace the temperature cable.